Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt experienced elevated blood glucose of up to 346 mg/dl and insulin leakage while using the infusion sets. There were no concerns with the preparation or insertion of the infusion set. Pt discovered the insulin leak when he smelled insulin and when his clothes were wet. Pt felt dizzy, had a bad headache, and urinated frequently as a result of elevated blood glucose. Pt bolused and then delivered an insulin injection to lower his blood glucose after the bolus did not work. Normal blood glucose is 110-120 mg/dl. Pt was not sure if the cannulas were bent or kinked after they were removed. Insertion device was used to insert the headsets, and pt used the headsets for approximately 2 days before the concerns began. Pt experienced this concern with every infusion set he used. Product was replaced. No product was available to return for eval. The pt did not require treatment from a health care professional or second party to address the issue.